Event description:
The customer reported that too much fluid was pulled off the pt. It exceeded the total set to be extracted. It was set to pull off 300cc, but it actually removed 800cc. Indicated blood flow was set to 100ml per minute. Dialysate was 2000ml per hour; it should have removed 300ml per hour from the pt. When the nurse looked at the total removed from the pt after 1 hour, it read 800ml. During therapy, some (unk) error messages were noted by the registered nurse (rn). Rn called clinical support for assistance and was told to clear the alarm(s) enabling to proceed.

Manufacturer narrative:
No pt injury was reported. A gambro technical services (gts) field rep checked the machine and performed preventive maintenance. No problem was found. No corrective action was taken. As corrective action, on 8/16/05, a safety alert was released. The field correction was initiated on 8/25/05.